Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the surgeon performed routine end to side anastomosis. Ppceea 28mm through colon to join to small bowel. Anastomosis performed extra-corporeally and colon closed with ta. Bleeding has occurred from staple line and patient was returned to theatre where anastomosis was over sewn.